Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-24401. It was reported that the asymptomatic patient presented in clinic for a follow up check. Upon review, the atrial and right ventricle leads exhibited noise and inappropriate mode switch episodes. Unable to reproduce any noise with isometrics or pocket manipulation. No intervention was performed. Patient was stable.